Manufacturer narrative:
An event of bleeding was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4) - catalyst ide study (B)(6), r737885101. It was reported that on (B)(6) 2023, an unknown sized amplatzer amulet was selected for implant using a 14f amplatzer torqvue sheath. Post procedure, while the patient was putting on shoes to be discharged, a bleed was observed at the groin and was subsequently controlled by manual pressure. After administration of pressure there was no bleeding or hematoma. The patient remained hospitalized overnight for observation. On (B)(6) 2023, the patient was discharged home in stable condition.